Manufacturer narrative:
A medtronic representative went to the site to test the equipment. They replaced multiple hardware parts and the system performed as intended. The rep believed that the io hub may have been the cause of the issues and was unable to see any cable breaks. They system was working as intended. A hardware analysis of psu 9733437 was initiated to determine the probable cause of the issue. Analysis found that the returned psu was found to be fully functional on the test bench. The psu also passed an accuracy test with a passing threshold. No problem was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial procedure. It was reported that when booting on the system and proceeding to register, they had an error message stating that the localizer was not connected or not recognized. They rebooted the system and were able to proceed. Additional information received and it was noted that there was a reoccurrence. It was indicated that the system functioned normally in a biopsy case. They rebooted the system after that for another case coming up later that day and when it came back up it stated localizer not connected. She rebooted several times with no resolution. The rep noted that the cause of the issue was not determined. It rep requested a internal stealth camera cable as it was noted to not be getting power from the scu. There was a delay of less than an hour and no patient was present.

Event description:
Additional information was received: it was reported that the logs were unavailable. It was said the cause was that the disk was burned incorrectly by third party. When the disk was burned again using correct protocol it worked without issue. Correct protocol was provided to the site for third party usage in the future.

Manufacturer narrative:
H3: a hardware analysis of cable 9733581 rs422 scu to I/o hub was initiated to determine the probable cause of the issue. Analysis found that the returned cable was in good condition and passed a continuity test with no opens or shorts. No problem was found. Fdm 10, fdr 213, fdc 4315. A hardware analysis of pca 9733600 I/o hub enclosed was initiated to determine the probable cause of the issue. Analysis found that the returned I/o hub was found to be fully functional having passed a functional test per wi-n-19-14 with no failures. No problem found. Fdm 10, fdr 213, fdc 4315. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.